Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon has a patient complaints of bilateral shadowing around objects at both near and far distances, as well as blurry vision. The patient underwent surgery in (B)(6) 2024 with a target refraction of -2.5 in both eyes, selected based on prior myopia and patient preference. Despite corrective measures, the shadowing remains unresolved. The surgeon has expressed concerns about visible lathing lines on the lens as a potential contributing factor. No further information available.